Manufacturer narrative:
Ref ID: (B)(6) the digitaldiagnost c90 is a mobile x-ray system for general radiographic purposes. A portable digital flat panel detector (model "skyplate") is used for image capture. Philips received a complaint on the digitaldiagnost c90 indicating a system remote alert of a heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) concluded that the detector was dropped and mechanical shocks were registered in the shock log. The customer received steps for the detector's gain and pixel calibration. Calibration performed by the customer, the device passed testing. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). The device was calibrated and returned for clinical use. This issue further monitored and trended.

Event description:
It was reported that the detector had a remote alert of experiencing a heavy shock. There was no patient or user impact.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00065. (B)(4): 1. Contact office: changed from "(B)(4)" 2. Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, foreign, health professional".